Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted faster than expected, which led to a pump shutdown. The customer's blood glucose (bg) level was 65 mg/dl. Reportedly, the customer charged the pump daily as recommended by tandem technical support, and subsequently indicated that the issue was resolved. The customer declined further assistance from tandem technical support regarding the issue.